Event description:
It was reported that when the asymptomatic patient presented for normal device change out for eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.